Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples for analysis. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.68 kgf in average and 0.27 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.19 kgf in average and 0.174 kgf in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum). Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. As stated in the instructions for use of the product, "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the suture frequently broke during knotting of the distal anastomosis. The needle was also easily dislodged. Occurred over 2 weeks in 6-8 cases of CABG surgery. Additional information has been requested. The MFR report numbers related are: 3003639970-2023-00156 and 3003639970-2023-00157.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.